Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.